Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. -there was leakage from the arm cover due to a gap at the distal end. -the bending section glue was worn out. -there was water/air leakage from the distal end. -the light guide lens and object lens were chipped. -the angulation was insufficient. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -the user handling of the device reprocessing was inappropriate -the device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphylococci (2 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6), 2021: unspecified channel (excluding forceps elevator): escherichia coli, citrobacter amalonaticus, enterococcus faecalis and enterococcus gallinarum(total : 21 cfu/100ml). Unspecified channels and forceps elevator (final result): escherichia coli, citrobacter amalonaticus, enterococcus faecalis and enterococcus gallinarum(total : 21 cfu/100ml). Second time; (B)(6), 2021: air channel: escherichia coli (62 cfu/100ml). Water channel: escherichia coli (50 cfu/100ml). Suction channel: escherichia coli (1 cfu/100ml). Instrument channel: escherichia coli (3 cfu/100ml). Forceps elevator: escherichia coli (13 cfu/100ml). Third time; (B)(6), 2021: water channel: citrobacter amalonaticus (1 cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.